Event description:
An aneurx stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The physician reported there were device migrations in the following journal article, journal of vascular surgery volume 29, number 1. May at al pages 32-39. While it is impossible that medtronic has already captured the migration in previous MDR reporting, this information is being reported at this time, as there is no further information provided in the journal article to determine where the event took place, implanting physician or other specific patient information. No further investigation could be conducted due to lack of information.